Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple inappropriate auto mode switch episodes were observed due to farfield r-wave oversensing during a follow-up in clinic. Programming changes were made. The patient was stable before, during and after the procedure, and will continue to be monitored with regular follow-up.